Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
Caller states that the end users went to place this tracheostomy tube in the patient and could not get it in. They think that the cuff is pushed up and will not allow it to go into the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.